Event description:
Information received indicates the bed exit was set and three siderails were up (right intermediate, right head and left head). The patient's roommate witnessed the patient roll on their left side, reach over the left siderail and deactivate the bed exit system. The patient exited the left side of the bed and fell. The patient was x-rayed and treated for a broken right arm and hip.

Manufacturer narrative:
The technician found the bed exit systems patient positioning, exiting and out of bed functions were operating normally. The bed exit alarm was alarming at the bed and through the nurse call system. The hill-rom field technician provided training to the accounts safety coordinator and nurse manager on the versacare beds bed exit features and use. Versacare bed user manual states: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol.